Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. Programming changes were suggested; no changes or intervention were reported. There were no patient consequences.

Event description:
New information received notes that the patient presented to the hospital for a right ventricular (rv) lead extraction. The rv lead was noted to exhibit oversensing in both remote transmission and in-office checks. Rv sensitivity was adjusted prior to the procedure, and the rv lead was subsequently explanted and replaced with a left bundle branch area pacing (lbbap) lead. The patient was in stable condition post-procedure.